Event description:
Upon deployment of the trunk-ipsilateral component of the excluder bifurcated endoprosthesis, it was discovered that the narrow aortic diameter would not allow for complete opening of the contralateral leg hole. After unsuccessful attempts to cannulate the contralateral leg hole, the case was converted to an aorto-uni-iliac approach including a surgical femoral-femoral crossover procedure. The entire procedure took four hours during which time the pt required transfusion of three units of blood. The pt was reportedly in stable condition following completion of the procedure.